Event description:
It was reported that the patient had high impedance on both the system and normal diagnostics. Patient doesn't recall having any accidents or manipulation recently. However, the patient was hit hard in the chest near the device by her autistic son and they felt that this is possibly the cause of the high impedance. Patient was last seen in the office in march and all diagnostics were ok at the time. X-rays were taken and reviewed by manufacturer. Based on the x-ray review, no obvious anomalies were noted on the visualized portions of the lead that could be contributing to the reported high lead impedance. Device was disabled and revision surgery is likely, but nothing has been scheduled to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer; no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.